Manufacturer narrative:
Results: the lantern was ovalized approximately 131.5-134.5 cm from the hub. Conclusions: evaluation of the returned lantern revealed that the distal shaft was ovalized. If the peel-able sheath (provide by penumbra) is not used to protect the distal tip of the catheter during insertion, damage such as ovalization may occur. The ovalization may cause resistance during advancement and result in the device becoming stuck within an apparent catheter. During the functional test, resistance was encountered due to the distal shaft ovalization while advancing the return lantern through a demonstration catheter, and the lantern could not be advanced any further. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a lantern delivery microcatheter (lantern) and non-penumbra angiographic catheter. During the procedure, while advancing the lantern into the angiographic catheter, the lantern became stuck approximately five centimeters from the proximal end of the angiographic catheter. Therefore, the lantern was removed. The procedure was completed using another microcatheter and the same angiographic catheter. There was no report of an adverse effect to the patient.